Event description:
It was reported that the hexagon nuts on the bd bactec¿ fx, instrument bottom, packaged adjustable feet were worn out and had no spare parts. There was no report of adverse user or patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hexagon nuts on the adjustable feet are slowly worn out and should be replaced proactively before an acute case forces us to act immediately! The feet have not yet been created as a spare part, hence this escalation."

Manufacturer narrative:
Medical device expiration date: na. Investigation summary: bd quality has reviewed the complaint, service investigation and adverse event questions. The results of this investigation have not identified any new hazards, new risks, or specific trends. No further investigation is required at this time. Quality will continue to trend the reported issue. Further investigation will be required if an actionable level is reached.